Event description:
Related manufacturer report number: 2017865-2022-16305. It was reported that a patient presented remotely. Review of the transmission revealed multiple inappropriate shocks due to the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician elected to explant and replace the ICD, and cap and replace the rv lead on 7 jul 2022. The patient condition was stable.

Event description:
New information received notes that patient was in a ventricular tachycardia storm. It was noted there was low defibrillation impedance and inadequate hv output on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on 7 jul 2022. The rv lead was explanted later during unrelated procedure. The patient condition was stable.

Manufacturer narrative:
Correction: h6: removed inappropriate/inadequate shock/stimulation code and updated to low impedance and failure to convert rhythm as these were later noted to be the issues with the right ventricular lead.